Event description:
Caller reported multiple intermittent occlusion alarms. The customer¿s blood glucose level exceeded 500 mg/dl, with the cgm displaying "high." To address the high blood glucose, the customer administered a correction injection via mdi, changed the infusion set and cartridge, and resumed insulin. No third-party assistance was needed. The customer experienced multiple occlusion events and took consistent actions to resolve them each time by replacing the pump supplies. Ultimately, customer reverted to manual injections for insulin therapy.